Event description:
It was reported that this implantable pacemaker exhibited noise, undersensing, and a very gradual downward trend in pace impedance. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.